Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: h6 (medical device - problem code) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse found leak in iab catheter alarms which are in the fault logs. After performing and passing full function checks and finding the device working to factory specs, the fse released the device to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit is not reading the pressure. There was no patient harm reported.